Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer's mother reported that on (B)(6) 2015 at approximately 7:45 am customer noticed that both her/his right leg and arm were "numbed" for about two hours, but when they attempted to perform a blood sugar test with customer's adc blood glucose meter an ER-3 message appeared on the display instead of a reading. The caller reported giving the customer diabalance expert glucose, 5 gr sachets. She also noted that after the episode with the numbness customer experienced "sporadic headache and stomach pain" which was treated with paracetamol apiratal syrup (acetaminophen). There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer (1473923) were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed. In addition, data analysis for this product and issue has been reviewed. Review showed no adverse trends have been identified.